Manufacturer narrative:
The technician found the contour linkage was out of adjustment. He adjusted the auto contour linkage to repair the stretcher.

Event description:
Info received indicates the head section is not lowering.